Event description:
The customer reported that the system would not boot up. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The general purpose operating system (gpos) needs to be replaced. The reported issue is currently under investigation.